Manufacturer narrative:
The allegation that the product tank cap released sharp metal pieces is inaccurate; the product tank cap is composed of nylon (plastic), not metal. The concentrator was returned to invacare and was evaluated. It was confirmed that the unit exhibited damage to the product tank and shroud, as was alleged. The product tank was returned detached from the concentrator assembly and the tank cap was broken into a number of small fragments. The shroud hinges were broken, the sound box was visibly bent, and the control panel was cracked above the intended location of the product tank. All of this indicated the product tank experienced an over-pressurization event. However, it could not be determined with certainty whether any components escaped the shroud during the event. Additionally, the concentrator's pe valve tubing was damaged and discolored in the vicinity of the left sieve bed cap. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, the concentrator's components are being updated to prevent potential recurrence of this issue.

Event description:
The provider reported that the irc5po2v concentrator made a loud noise, and it was discovered that the product tank seal had burst and punctured through the top shroud, which damaged the hour meter and sound box. He alleged that the metal casing of the product tank cap shot through the top shroud, sending sharp metal into the room. The provider advised that the unit is a rental and was in a patient's home when the incident occurred, but no injuries or property damage resulted from the event.